Event description:
The customer states that they are observing reproducibility issues when processing patient specimens using the architect i1000 analyzer with the troponin-I assay. The initial results appear to be falsely elevated compared to results obtained upon repeat testing. The customer provided the following patient data. Results (ng/ml) initial result: 0.93 retest results: 0.01 & 0.01. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). Investigation summary: an evaluation was performed in response to troponin reproducibility issues on an architect i1000sr analyzer. The evaluation consisted of a review of the complaint text, instrument service history, and a review of the architect system operations manual. The abbott customer support specialist (css) assisted the customer with replacing the wash zone probes. The architect operations manual provides multiple probable causes, which include wash zone probes are bent or damaged, and corrective actions to assist with resolving erratic results. A malfunction of the system was identified. Based on a review of the instrument's service history record, since the customer replaced all 3 wash zone probes, no repeats of the issue have been reported. No adverse trends or product deficiency were identified related to the issue. This is the final report.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.